Event description:
A disconnection that resulted in blood loss. It was reported that a monitoring kit was connected to an arterial line of a surgical pt. At an unspecified time, it was reported that the distal stopcock of the monitoring kit disconnected and the pt experienced an unspecified amount of blood loss. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info ws provided.